Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/22/2016 with the following findings: during investigation, there was moisture found on the keypad flex connector. The keypad was undamaged but the up button was causing the display to dim. The keypad cover was opened and there was no contamination found under the contacts. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally. The display appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.